Manufacturer narrative:
(B)(4). Device retained by the account.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device remains implanted.

Manufacturer narrative:
(B)(4). Catheter and port met specification. The band/balloon with 53 cm of catheter with a knot at the end and the injection port with the red safety cap were returned for analysis. Blockage tests, leak tests were performed no leaks or blockage was found. Functional tests were performed and device was fully functional. Dimensional analysis of the returned components was performed all meet specification. The complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that post implant a laparoscopic gastric band procedure, the patient presented to the surgeon's office for lack of restriction. A cat scan was done and the port was found disconnected from the band tubing. Surgery date to reconnect the port has not been scheduled.

Event description:
Additional information received stating the device received for this file was inadvertently sent back under the wrong tracking number. The device that belongs with this event is still being retained by the account.